Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, an error showed up twice during the analyzer session stating that the mobile programmer application had lost communication with the analyzer. It was noted that the threshold testing voltages were greyed out. Full functionality returned within a few seconds and there was no disruption of the lead analysis. The programmer remains in use. No patient complications have been reported as a result of this event.